Event description:
I had essure implanted (B)(6) 2012 and started having severe pains in my abdomen in (B)(6) 2012 and so I went back to ob/gyn to have the device check and doc confirmed its still in proper place. So I continued to have pain and went to gastro doctor for colonoscopy, which was perfectly fine then still having pain so went to hospital for MRI all this cost over (B)(4)health insurance won't pay. So now I have gone to get another opinion about essure implants and the 2nd ob/gyn has confirmed it is the devices that are causing the pain, so I will need to have tubal removal surgery that will cost another (B)(4) all because this device is highly painful and the adverse effects are not clearly expressed by the manufacture of essure to the doctor or the pt if I had known this upfront I wouldn't have had the device implanted.